Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer found a c-34 error on the integrated electrosurgical unit (iesu) and performed power cycle of iesu; however, the same issue persisted. The customer elected to use force triad generator to continue the procedure. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. During the procedure, repeated c-34 error occurred on the iesu. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After completing the procedure, the fse checked the integrated electrosurgical unit (iesu) and was able to reproduce the error c-34. The fse replaced the iesu to resolve the issue. The customer used the force triad generator to complete the procedure. The system was tested operated without error and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and reproduced the reported failure ¿c-34 error on iesu¿. The unit was placed on an in-house system and was run in normal mode. Errors c-34, c-00, and m-0b were present in the error log. No image or video clip for the reported event was submitted to isi for review. An procedure log review confirmed the radical prostatectomy without lymphadenectomy was performed on (B)(6) 2022 via system (B)(4). This complaint is being reported due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.